Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 5pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿198mg/dl¿ with the subject meter and ¿158mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with a combination of novolog, lantus and humalog insulin (dosages unspecified) and stated that in response to the alleged product issue, at 5:05pm they took an additional 5 units of novolog insulin and orange juice. The patient allegedly also took more orange juice at 5:15pm. At 5:20pm the patient developed symptoms of ¿loss of balance, fell over and hit their head and blacked out¿. The patient reported that they regained consciousness and self-treated by applying ice to a bump on their head. No other immediate treatment was noted. The patient stated that at the later date of (B)(6) 2017 at 7:30am they visited their doctor¿s office where their head was checked over. No treatment was noted to have been provided during this doctor¿s office visit. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.